Event description:
The following report was received from clinical study: approximately six months post index procedure, the pt was revascularized. Angiograph results confirmed 90% restenosis of the target lesion. Treatment for this event remains unknown.

Manufacturer narrative:
The file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-01653, 961699-2006-01655. Any additional information will be submitted within 30 days of receipt.